Event description:
Implant card received noting that the patient underwent a full revision due to normal battery depletion and high impedance. The explanted devices were discarded. No other relevant information has been received to date.